Manufacturer narrative:
In response to FDA report number: mw5108178. The event of infection (unknown onset) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "anxiety" and "chronic yeast infection, chronic uti".

Event description:
Patient reported via regulatory agency "anxiety" and "chronic yeast infection, chronic uti." Patient additionally reported "after having breast implants placed needed hysterectomy, heart surgery, hashimotos, fibromyalgia ana, chronic anemia, heart palpitations, brain fog, depression, joint pain, muscle pain, hair loss, chronic inflammation, overall felling of not going make it through each day, chronic dry eyes and mouth"; these events are not device related. Device remains implanted. This represents the right side.